Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient noticed consistently high glucose readings on the dexcom app, approximately 300 mg/dl or higher, though exact values are not recalled. The patient felt sleepy and disoriented, possibly due to hyperglycemia. An extra insulin bolus was administered, but the amount was unknown. The patient did not recall performing a fingerstick and assumed symptoms were due to a viral illness, choosing to rest. On (B)(6), the patient woke up feeling tired and nauseated, experiencing persistent vomiting with any food or drink intake. By afternoon, the patient and spouse went to a medical center. At the hospital, dexcom continued to show high readings around 300 mg/dl compared to a blood glucose test revealed 495 mg/dl prompting ICU admission and diagnosis with dka. The treatment included: IV fluids, zofran for nausea, morphine for pain, ibuprofen. By 8 pm, the patient¿s condition stabilized. A hospital bg reading showed 170 mg/dl, while dexcom showed 40 mg/dl after calibration, indicating a discrepancy. The sensor failed the next day on (B)(6). The patient was discharged on (B)(6), with the same diabetes medications as previously prescribed (specifics not provided). The patient has since recovered at home. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. At the ICU, the reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
B5 describe event or problem - additional. B6 relevant tests/laboratory data,inclu - additional. H2 additional information.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. Date of event is an approximation. On (B)(6) 2025, it was reported that the patient noticed consistently high glucose readings on the dexcom app, approximately 300 mg/dl or higher, though exact values are not recalled. The patient felt sleepy and disoriented, possibly due to hyperglycemia. An extra insulin bolus was administered, but the amount was unknown. The patient did not recall performing a fingerstick and assumed symptoms were due to a viral illness, choosing to rest. On (B)(6) 2025, the patient woke up feeling tired and nauseated, experiencing persistent vomiting with any food or drink intake. By afternoon, the patient and spouse went to a medical center. At the hospital, dexcom continued to show high readings around 300 mg/dl compared to a blood glucose test revealed 495 mg/dl prompting ICU admission and diagnosis with dka. The treatment included: IV fluids, zofran for nausea, morphine for pain, ibuprofen. By 8 pm, the patient¿s condition stabilized. A hospital bg reading showed 170 mg/dl, while dexcom showed 40 mg/dl after calibration, indicating a discrepancy. The sensor failed the next day on (B)(6) 2025. The patient was discharged on (B)(6) 2025, with the same diabetes medications as previously prescribed (specifics not provided). The patient has since recovered at home. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.